Event description:
On (B)(6) 2021, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio reflect meter was displaying an error message of ¿error 4¿. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged error message began to appear since she received the meter, approximately two months prior to the call to lfs. The patient manages her diabetes with oral medication (metformin ¿ dose unspecified) and denied that she made any changes to her usual diabetes management regimen in response to the issue. The patient indicated that she has not been able to track her medication and on (B)(6) 2021, she woke up with symptoms of ¿sweating and spaciness¿. At the time of the call, the patient stated that she has not taken any treatment yet, but that her sugar was probably low and that she was going to eat something. At the time of troubleshooting, the customer care agent (cca) noted the subject meter was not being used for the first time and the issue remained unsolved. The cca established that the error was caused by the meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.